Event description:
The affiliate reported that after the surgeon implanted the sensor in the or, it was found that the sensor could not be sensed by the icp. Another icp was used and the sensor still could not be found. Finally, the surgeon did the revision procedure and implanted a new sensor.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Received with sutures attached to catheter body. Multiple severe kinks along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 03/14/12. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaint. At the present time this complaint is closed.